Manufacturer narrative:
MDR 2517506-2017-00835 was also filed for the same customer inquiry. The customer contacted the siemens healthcare diagnostics customer care center for the discordant ctni results on the dimension vista instrument. Siemens is investigating the incident.

Event description:
Discordant elevated cardiac troponin I (ctni) results were obtained on a patient sample on multiple dimension vista 500 instruments. The result were reported to the physician and questioned. A lower result was obtained on an alternate non-siemens methodology and a corrected report was issued. There are no reports of patient intervention or adverse health consequences due to the discordant elevated ctni results.

Manufacturer narrative:
Original MDR 2517506-2017-00834 was filed 28-nov-2017. MDR 2517506-2017-00835 was also filed for the same customer inquiry. Additional information (22-feb-2018): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant, falsely elevated cardiac troponin (ctni) results. Hsc reviewed the instrument data and no product non-conformance was identified with the reagent or instrument. The patient sample was returned to siemens and testing was performed. Testing was performed with heterophile blocking tubes. The testing did not confirm the presence of a heterophile antibody however, due to the variable nature of heterophilic antibodies, heterophilic interference cannot be ruled out. The internal testing data and the data in the complaint escalation is consistent with a sample specific interferent such as an immuncomplex, autoimmune antibody or heterophilic antibody as indicated in the dimension vista ctni instructions for use (IFU). The cause of the issue is unknown. The dimension vista ctni instructions for use (IFU) states in the limitations of procedure: patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference from all patient specimens cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution. No further evaluation of the device is required. Updated to reflect the hsc conclusion.